Manufacturer narrative:
On (B)(6) 2023, the sales rep ordered replacement inserts for this pt experiencing infection. Primary surgery occurred (B)(6) 2022. The sales rep reported that "patient has recurrent infections, surgeon will remove implants, I&d, and insert antibiotic spacer". On (B)(6) 2023, the sn was entered into the conformis ncmr database with no returns. This indicates that the device was designed and manufactured to specifications. The sterilization records show the sn (B)(6) was sterilized on (B)(6) 2023 using eo. There were no issues with the load. Infection is a known complication of joint replacement surgery. Cause of infection cannot be conclusively determined to be related to the device based on the available information. Conform is does not supply an antibiotic spacer product. On (B)(6) 2023, the order was canceled. Cannot definitively determine if the device caused or contributed to the failure mode

Event description:
A replacement component order was received from the surgeon below indicating that revision surgery is planned for this patient. Please cancel. Patient has recurrent infections, surgeon will remove implants, I&d, and insert antibiotic spacer.